Manufacturer narrative:
Also, in the ostial left circumflex (lcx) there was a discrete 90 % stenosis seen. There was timi grade 2 flow through the vessel (partial perfusion). In the proximal circumflex there was a 95 % stenosis. There was timi grade 2 flow through the vessel (partial perfusion). In the distal circumflex a discrete 70 % stenosis was observed. In the proximal right coronary artery (rca) there was a discrete 60 % stenosis. The lesions were treated with thrombectomy of the lad and des (3.0x18 promus) placement from the left main into the lad and ptca lcx with kissing balloons. A successful stenting was performed on the 95 % lesion in the proximal lad. Following intervention there was an excellent angiographic appearance with a 0 % residual stenosis. There was timi 2 flow before the procedure and timi 3 flow after the procedure. There was no dissection. A successful balloon angioplasty was also performed on the 95 % lesion in the proximal circumflex. Following intervention there was an excellent angiographic appearance with a 0 % residual stenosis. There was timi 2 flow before the procedure and timi 3 flow after the procedure. There was no dissection. The patient tolerated the procedure well. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from the cypress study indicated that a patient experienced a non-q-wave myocardial infarction, restenosis and stent thrombosis after having a coronary artery stent implanted. The patient's medical history is significant for previous pci, hypertension, myocardial infarction, and diabetes mellitus. The indication for the procedure was an acute myocardial infarction (mi). The target lesion was the proximal left anterior descending artery (lad). The lesion was described as de novo, 99% stenosed without the presence of thrombus. The lesion was pre-dilated followed by the implant of a 2.50mm x 18mm cypher stent at 15 atms. The stent was then post-dilated per standard procedure and the reported residual stenosis was 0%. The following day repeat angiography was performed due to slightly increased cardiac biomarkers that were elevated prior to the procedure, the stent was patent and no issues were identified. Approximately eleven months post index procedure the patient suffered an adverse event of a non q-wave myocardial infarction. Angiography was performed revealing a 95 % stenosis in the distal left main. In the ostial left anterior descending (lad) there was a tubular 95 % stenosis. The lesion was associated with a small filling defect consistent with thrombus. There was tim1 grade 3 flow through the vessel (brisk flow). In the proximal lad there was a 95 % stenosis. There was tim1 grade 2 flow through the vessel (partial perfusion). Also, in the ostial left circumflex (lcx) there was a discrete 90 % stenosis seen. There was tim1 grade 2 flow through the vessel (partial perfusion). In the proximal circumflex there was a 95 % stenosis. There was tim1 grade 2 flow through the vessel (partial perfusion). In the distal circumflex a discrete 70 % stenosis was observed. In the proximal right coronary artery (rca) there was a discrete 60 % stenosis. The lesions were treated with thrombectomy of the lad and des (3.0x18 promus) placement from the left main into the lad and ptca lcx with kissing balloons. A successful stenting was performed on the 95 % lesion in the proximal lad. Following intervention there was an excellent angiographic appearance with a 0 % residual stenosis. There was tim1 2 flow before the procedure and tim1 3 flow after the procedure. There was no dissection. A successful balloon angioplasty was also performed on the 95 % lesion in the proximal circumflex. Following intervention there was an excellent angiographic appearance with a 0 % residual stenosis. There was tim1 2 flow before the procedure and tim1 3 flow after the procedure. There was no dissection. The patient tolerated the procedure well. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis, mi and stent thrombosis are known potential adverse events associated with implanting coronary artery stents. Review of the information provided suggests that the mi and thrombosis might be the result of the restenosis. The patient's medical history of diabetes and hypertension may have been a contributing factor to the restenosis. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
Addendum: additional information received through adjudication minutes indicated that on (B)(6) 2012 at 11:30, ck was 445 (308 unl), ckmb was 3.6 (3.5 unl), and troponin was 0.11 (0.07 unl). At 16:30, ck was 376, ckmb was 3.5, and troponin was 0.10. At 22:30, ck was 328, ckmb was 2.4, and troponin was 0.16. On (B)(6) 2012 at 6:15, ck was 404, ckmb was 2.9, and troponin was 0.26. At 17:50, ck was 371, ckmb was 2.6, and troponin was 0.47. At 23:50, ck was 302 and troponin was 0.32. On (B)(6) 2012, ck was 277, troponin was 0.33. The cath report indicated a 50% stenosis in the lmca at proximal edge of previously stented segment, a severe 95% restenosis in the ostial/proximal ramus, and a 90% stenosis in the distal ramus not amendable to pci, and a 70% stenosis in the mrca. Later on, a review of the angiogram performed by a cardiac surgeon prior to the CABG surgery noted a 78% lesion in the proximal lad. On (B)(6) 2012 at 13:00, ck was 420, ckmb was 3.7, and troponin was 0.04. At 17:20, ck was 368, ckmb was 3.5, and troponin was 0.07. On (B)(6) 2012, ck was 364, ckmb was 4.2, and troponin was 0.06. On (B)(6) 2012, all cardiac enzymes were in normal limits. And the patient had a CABG surgery. Previously it was reported that the study stent was patent, but based on the adjudication minutes, the events of mi and reocclusion cannot be dissociated from the study stent. On (B)(6) 2012, it was reported that the post-operative course was remarkable for acute blood loss anemia as per discharge summary. The patient refused blood transfusion. Complaint conclusion: information received from the (B)(4) study indicated that a patient experienced a non-q-wave myocardial infarction, restenosis and stent thrombosis after having a coronary artery stent implanted. Again approximately twenty-seven months after index procedure, the patient experienced myocardial infarction and coronary artery restenosis. The patient's medical history is significant for previous pci, hypertension, myocardial infarction, and diabetes mellitus. The indication for the procedure was an acute myocardial infarction (mi). The target lesion was the proximal left anterior descending artery (lad). The lesion was described as de novo, 99% stenosed without the presence of thrombus. The lesion was pre-dilated followed by the implant of a 2.50mm x 18mm cypher stent at 15 atms. The stent was then post-dilated per standard procedure and the reported residual stenosis was 0%. The following day repeat angiography was performed due to slightly increased cardiac biomarkers that were elevated prior to the procedure, the stent was patent and no issues were identified. Approximately eleven months post index procedure the patient suffered an adverse event of a non q-wave myocardial infarction. Angiography was performed revealing a 95 % stenosis in the distal left main. In the ostial left anterior descending (lad) there was a tubular 95 % stenosis. The lesion was associated with a small filling defect consistent with thrombus. There was tim1 grade 3 flow through the vessel (brisk flow). In the proximal lad there was a 95 % stenosis. There was tim1 grade 2 flow through the vessel (partial perfusion). Also, in the ostial left circumflex (lcx) there was a discrete 90 % stenosis seen. There was tim1 grade 2 flow through the vessel (partial perfusion). In the proximal circumflex there was a 95 % stenosis. There was tim1 grade 2 flow through the vessel (partial perfusion). In the distal circumflex a discrete 70 % stenosis was observed. In the proximal right coronary artery (rca) there was a discrete 60 % stenosis. The lesions were treated with thrombectomy of the lad and des (3.0x18 promus) placement from the left main into the lad and ptca lcx with kissing balloons. A successful stenting was performed on the 95 % lesion in the proximal lad. Following intervention there was an excellent angiographic appearance with a 0 % residual stenosis. There was tim1 2 flow before the procedure and tim1 3 flow after the procedure. There was no dissection. A successful balloon angioplasty was also performed on the 95 % lesion in the proximal circumflex. Following intervention there was an excellent angiographic appearance with a 0 % residual stenosis. There was tim1 2 flow before the procedure and tim1 3 flow after the procedure. There was no dissection. The patient tolerated the procedure well. Approximately 27 months later, additional information received through cec minutes indicated that on (B)(6) 2012 at 11:30, ck was 445 (308 unl), ckmb was 3.6 (3.5 unl), and troponin was 0.11 (0.07 unl). At 16:30, ck was 376, ckmb was 3.5, and troponin was 0.10. At 22:30, ck was 328, ckmb was 2.4, and troponin was 0.16. On (B)(6) 2012 at 6:15, ck was 404, ckmb was 2.9, and troponin was 0.26. At 17:50, ck was 371, ckmb was 2.6, and troponin was 0.47. At 23:50, ck was 302 and troponin was 0.32. On (B)(6) 2012, ck was 277, troponin was 0.33. The cath report indicated a 50% stenosis in the lmca at proximal edge of previously stented segment, a severe 95% restenosis in the ostial/proximal ramus, and a 90% stenosis in the distal ramus not amendable to pci, and a 70% stenosis in the mrca. Later on, a review of the angiogram performed by a cardiac surgeon prior to the CABG surgery noted a 78% lesion in the proximal lad. On (B)(6) 2012 at 13:00, ck was 420, ckmb was 3.7, and troponin was 0.04. At 17:20, ck was 368, ckmb was 3.5, and troponin was 0.07. On (B)(6) 2012, ck was 364, ckmb was 4.2, and troponin was 0.06. On 6/23/12, all cardiac enzymes were in normal limits. And the patient had a CABG surgery. Previously it was reported that the study stent was patent, but based on the adjudication minutes, the events of mi and reocclusion cannot be dissociated from the study stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis, mi and stent thrombosis are known potential adverse events associated with implanting coronary artery stents. Review of the information provided suggests that the mi and thrombosis might be the result of the restenosis. The patient's medical history of diabetes and hypertension may have been a contributing factor to the restenosis. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
Approximately eleven months post index procedure, the patient suffered an adverse event of a non q-wave myocardial infarction. An angiogram was performed and revealed thrombus at the location of the previous implanted cypher stent. This (B)(6) male patient was enrolled in the (B)(4) study and underwent successful stenting of the proximal left anterior descending (lad) on (B)(6) 2010 in the setting of acute coronary syndrome (acs). The lesion was de novo. The rate of stenosis was 99%. There was no thrombus present at the delivery site. No procedural complications were noted. The patient was discharged the next day with aspirin and clopidogrel prescribed. On (B)(6) 2010, an angiogram was performed due to the increased cardiac markers, and the results were negative: the stent was found to be patent. The study coordinator noted that the patient had suffered an mi 5 days prior to the index procedure. Approximately eleven months post index procedure, the patient suffered an adverse event of a non q-wave myocardial infarction. Angiography was performed revealing a 95 % stenosis in the distal left main. In the ostial left anterior descending (lad) there was a tubular 95 % stenosis. The lesion was associated with a small filling defect consistent with thrombus. There was timi grade 3 flow through the vessel (brisk flow). In the proximal lad there was a 95 % stenosis. There was timi grade 2 flow through the vessel (partial perfusion).